Event description:
It was reported that the customer experienced high blood glucose levels (400 mg/dl). Customer delivered a correction bolus to stabilize her blood glucose level. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.